Event description:
The doctor claims that the graft was implanted for a femoral femoral bypass procedure. The patient experienced complications with the graft. The complications were reported as a prolonged hospital stay. In may 2006 we learned that the complication reported was post-operative swelling. The procedure was completed with this same device. The graft appears at this time, to have been left in. The patient's condition was reported as "much better now". In may 2006 we learned the batch number was 8383942. The complications were noticed immediately post op as not explanted. No sample will be returned for evaluation.